Event description:
The facility had stated that the surgeon successfully implanted a model aa4204vl intraocular lens but noted damage to the lens after implantation. The surgeon removed the lens without injury to the pt. A model msi-pr injector and model mtc60c fp cartridge was used to deliver the lens into the pt's eye. The lot number for these items was not specified by the facility. It is unk what caused the damage to the lens.